Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.

Event description:
Per the clinic, open circuits were noted on nine electrodes. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure.